Event description:
The following has been reported: unknown staff reported to biomed that when loading cassette got a reload cassette error. Biomed unable to duplicate. Fresenius kabi (ivenix) rep was able to duplicate once, when closing lever felt gritty resistance, then pushed on bottom left of cassette, reloaded and error did not return. A preliminary review of the logs has identified the following issue: positive tank selector valve vent test failed (mechanical hardware failure (av sticky valve)) and occlusion sensor pressure exceeded due to misloaded set it is unknown if an active infusion was delayed per the logs. Reporting due to the referenced issue. No adverse effects were reported. The pump was returned for investigation. An internal CAPA had been raised to investigate intermittent set ID readings. Complaints from this customer have indicated occurrences of sets not being identified properly. Cases include: blood sets not being recognized as such, secondary infusions being disabled for a dual-inlet set, and "tubing set not recognized" alerts. The issues are alleviated by pressing lightly on the administration set near the bubble detector as the loading lever is being closed. Hospital personnel have been trained in a work-around during the go-live training on (B)(6) 2022. There have been no complaints received from the other live customer regarding this issue at the time the complaint was registered and the work-around was discussed. This failure is not related to any fluid ingress issue. In addition, the outlet fva pin was found to be very sticky. Cleaning with isopropyl alcohol resolved this. Fresenius kabi has performed a retrospective review of complaints associated with these failure modes and has decided to submit an MDR submission as a conservative measure.